Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted no anomalies. The device history was downloaded per the customer's request. Based on the evidence, the complaint was unable to be confirmed. The root cause was not determined.

Event description:
Information was received indicating that the patient using this ambulatory infusion pump may have been manipulating the settings. A request was made to review the pump history. No adverse patient effects were reported.